Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, minor scratches on lcd window. No cracks at display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 70 mg/dl. Customer reported he had dropped the device a week ago, the device has a crack next to the battery icon, and he went to the pool and forgot the device was in his pocket. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.